Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 170185 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 170185 and test base part number 195-430h/lot 168267. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 170185 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete, a supplemental report will be provided.

Event description:
The customer reported a false negative test result using the binaxnow¿ covid-19 antigen self test otc 2 test pack, performed on (B)(6) 2021 using a swab specimen sample. Confirmation pcr testing conducted three days later on (B)(6) 2021 concluded a positive covid-19 test result on a swab specimen sample for this patient. This patient then took an additional binaxnow covid-19 antigen self test on (B)(6) 2021 and received another false negative result. This manufacturer report addresses the alleged two false negative results out of two tests using the kit with lot number 170185. The patient was confirmed to be symptomatic; reporting a runny nose. No additional patient information, including treatment and outcome, was provided.